Event description:
It was reported during postoperative programming, effective stimulation could not be obtained. X-rays were taken and it showed the scs lead migrated. The lead was explanted and replaced with a new one. Effective stimulation was regained and the pt is doing well.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.